Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent (B)(6) partial knee procedure on (B)(6) 2011. During the procedure the 4.0mm drill broke. All fragments were removed from the surgical site. There was no delay in the procedure or injury to patient reported. Additional drill was available to complete the procedure.